Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. - visual examination of the provided picture identified an impactor pad that has the bottom part of the pad fractured off. Part and lot information are not identifiable from the single photo provided. No product was returned, therefore no further evaluations can be made. - review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. - device is used for treatment. - reported event is not related to a combination of products; therefore a compatibility review is not applicable. - review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. - medical records were not provided. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cr impactor broke following implantation and did not separate until pad was removed from impactor handle. Attempts to obtain additional information have been made; however, no more is available.